Event description:
Related manufacturer number: 2017865-2022-03415. It was reported that the patient presented in clinic for a generator change procedure. During the procedure, it was noted that the right ventricular lead and right atrial lead exhibited insulation damage. The lead insulation was repaired during the procedure on (B)(6) 2022. The patient was stable.